Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they returned the pt's phone call on 6/06/25 and instructed pt to turn off adaptivstim until someone can be at their appointment on (B)(6) 2025. Rep noted they were not the last person who met or programmed the pt and redirected to a different rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they met with a medtronic representative maybe last month at their pain clinic for reprogramming and they added a group c, which patient was instructed to use. Patient noted they have the intensity set to 4, but when they lie down it drops to 0. Patient stated they will manually increase back to 4, but it does not stay there and added this does not seem to happen consistently. Patient noted last night it occurred twice and their foot cramps without the stimulation because it is neurologically damaged from a surgery a long time ago. Patient stated their foot "drew up" and went into kind of a spasm and they could not straighten it out. When asked event date, patient stated maybe the last week or so or more. Agent reviewed information including possible adaptive stim programming style and the patient was redirected to mdt rep and hcp to further address. Patient did comment they were in a sitting position during reprogramming. Agent sent email to field. Patient mentioned they have issues from an l5 f1 fusion they had years ago and have gone through some treatments, but there is nothing else that can be done and it will remain that way.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative that the patient's adaptive stim needed to be recalibrated. The issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.